Manufacturer narrative:
The device has been returned, however the analysis results are pending completion of the evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that intraoperative, the rad 12 blade tip broke off while site was cleaning it over the back table. They were able to complete the surgery with other instruments. There was no patient impact.

Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1884012em from lot number 0213089023 was received. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the tip of the middle assembly had become detached at the distal end of the spiral wrap which would have resulted in the reported event. The portion that became detached measured 0.45¿ in length. When viewed under magnification, there was damage to the hub that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; and locking area damage caused by the back side of the front collet of the handpiece. The IFU has detailed instructions for properly loading a bur/blade into the handpiece. Even with the deformation of the hubs, functionally, the blade loaded securely into a handpiece. Improperly loading a blade into a handpiece would result in instability between the component assemblies. The customer indicated the breakage occurred while cleaning which may have also contributed to the observed damage. The IFU warns that insertion of metal objects in accessory tip may cause the accessory to break; and bending or prying may break the accessory. There was no allegation of a defect prior to use. If information is provided in the future, a supplemental report will be issued.